Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she had low blood glucose of 77 mg/dl and that her insulin pump drive support cap is cracked. Nothing further was reported.